Event description:
Dr was deploying an abbott vascular starclose device in the left common femoral artery in 2008. Pt was a perfect candidate for location of sheath and with the absence of peripheral disease confirmed by angiogram. Dr successfully deployed the device according to the IFU, but the device failed to release from the artery and the deployment device could not be pulled out of the groin. Dr used the emergency release button, but that also failed. After about 3 minutes of using an exceptional amount of force, the closure device release itself from the pt's groin. The closure was a success, and there was no bleeding or hematoma, however, the damage the device could have caused the pt's vessel could have been traumatic. The pt's groin will be watched closely for signs of failure until discharge later today. Dose or amount: 1 device, frequency: post-cath, route: intra-artery. Diagnosis or reason for use: for arterial closure post catheterization.